Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, information provided was reviewed. Based on the information provided, the infant flow low pressure (iflp) nasal prong was applied to the infant for 17 days (B)(6) through (B)(6) before they noticed the lesion and eschar formation. According to the nasal prong IFU 36213-001 rev a page 3, "patient interface (prong and masks) shall operate as specified for a continuous use up to 14 days". The IFU also instructs to "check the patient at least every 3-4 hours" and to inspect for the following: "check for deformation or irritation to the nose or surrounding tissue. Ensure that the patient's septum is clearly visible when using prongs". This claim is being closed as device not used in accordance with it's labeling. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an infant patient (age & gender unknown), using these infant flow lp nasal prongs, in the neonatal intensive care unit, the nursing staff noted the appearance of a lesion of the nose with eschar of the left nostril despite protection by a comfeel dressing. Complainant indicated that the patient suffered a lesion. No information was available on the degree of lesion.